Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a force sensor bridge test. The event occurred during power on. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Force sensor bridge test error was found in event history. Primary problem was replicated on start-up. The cause was the main board was not working as intended. Replaced the main board for the primary issue. Also replaced plunger cable and force sensor as preventative measure. Device passed function/delivery tests.